Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient controlled analgesia module infused an incorrectly programmed concentration of morphine. The pharmacist indicated that the clinician programmed a 5mg/ml morphine infusion as if it was 1mg/ml. There was patient involvement but outcome is unknown. Although repeatedly requested, the customer declined to provide additional details.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a,g,b,c and d codes.

Event description:
It was reported that the patient controlled analgesia module infused an incorrectly programmed concentration of morphine. The pharmacist indicated that the clinician programmed a 5mg/ml morphine infusion as if it was 1mg/ml. There was patient involvement but outcome is unknown. Although repeatedly requested, the customer declined to provide additional details.